Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could was confirmed. The customer canceled the service call.

Event description:
The customer reported the system had a communication failed error message and locked up. There was no patient injury or death reported.